Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The device was discarded, so no engineering evaluation could be performed. (B)(4).

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth